Manufacturer narrative:
Device history: a review of the device history record showed the device had a manufacture date of 06/16/2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise (tw) and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. It was noted the device was repaired for this issue under complaint tw file# (B)(4) / sap# 301613653 with description as "this unit does not power on when attached to the controller. I replaced the left iui connector and still does not come on." Capacitor failure on the logic board per pr 383987. The reported issue that "channel disconnected " had occurred with the pca pump and would not connect when attached to the pcu is believed to be a duplicate reporting. The device had been returned for the failure and was repaired; see tw complaint file (B)(4). The device is used for treatment purposes. H3 other text : no product returned.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿morphine pca infusing for several hours without any issues. IV pump started to alarm randomly with message saying, "channel disconnected " mom and patient had been sitting in chair for last several hours and had noted touched/bumped IV pump. Pca pump still connected to brain pump. Pca pump disconnected and reconnected by rn but still would not 'connect virtually' to brain. Two other large volume and one syringe pump able to be connected to brain without any problems." There was no known negative impact to the patient.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿morphine pca infusing for several hours without any issues. IV pump started to alarm randomly with message saying, "channel disconnected " mom and patient had been sitting in chair for last several hours and had noted touched/bumped IV pump. Pca pump still connected to brain pump. Pca pump disconnected and reconnected by rn but still would not 'connect virtually' to brain. Two other large volume and one syringe pump able to be connected to brain without any problems." There was no known negative impact to the patient.

Manufacturer narrative:
Correction : h6: health effect - impact code is updated.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿morphine pca infusing for several hours without any issues. IV pump started to alarm randomly with message saying, "channel disconnected " mom and patient had been sitting in chair for last several hours and had noted touched/bumped IV pump. Pca pump still connected to brain pump. Pca pump disconnected and reconnected by rn but still would not 'connect virtually' to brain. Two other large volume and one syringe pump able to be connected to brain without any problems." An incomplete date of event of (B)(6) 2020 was provided. Although requested, further information was not provided.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿morphine pca infusing for several hours without any issues. IV pump started to alarm randomly with message saying, "channel disconnected " mom and patient had been sitting in chair for last several hours and had noted touched/bumped IV pump. Pca pump still connected to brain pump. Pca pump disconnected and reconnected by rn but still would not 'connect virtually' to brain. Two other large volume and one syringe pump able to be connected to brain without any problems." There was no known negative impact to the patient.